Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a moderately tortuous, moderately calcified lesion with 80% stenosis in the circumflex artery. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop/tray. No difficulties noted when removing the protective sheath. The inflation device remained on neutral pressure during delivery of the device. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was removed using a snare.

Manufacturer narrative:
The patient's current status is okay, no injuries. Product analysis: the stent was returned without the delivery system. Visual analysis of the stent indicates deformation was evident to the complete stent, with struts raised, bunched and overlapping. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image: the returned cine image captures the patient lesion condition. The images capture the reported dislodged stent immediately distal to the guide catheter tip. The attempted delivery of the stent or the dislodgment were not captured in the images provided. A snare was delivered to the dislodged stent, the dislodged stent was successfully removed from the patient. If information is provided in the future, a supplemental report will be issued.